Event description:
It was reported that the patient presented with high impedances on the left l5 drg lead and right l5 drg lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the left l5 drg lead and the right l5 drg lead were explanted and replaced to address the issue. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.